Event description:
It was reported that the femoral component, tibial baseplate, ts femoral stem, insert and augments were revised. Patient dislocated knee.

Manufacturer narrative:
An event regarding dislocation involving a no 6. Triathlon ts plus tibial insert x3 poly 19mm was reported. The event was confirmed. Device evaluation not performed as no device was received. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no similar events for the reported lot. A review of the provided x-rays by a clinical consultant confirmed the dislocation however the records were deemed insufficient for a medical dictation. The exact cause of the event could not be determined because of a lack of information. No further investigation for this event is possible at this time. Additional product added to the complaint after the initial medwatch was submitted. Cat #: 5546-a-602, tri rm/ll tib aug sz6 10mm, lot code: n3c14f, cat #: 5546-a-601, tri lm/rl tib aug sz6 10mm, lot code: n3k62a, cat #: 5544-a-600, tri post augment sz6 10mm, lot code: wxsv , cat #: 5542-a-602, triathlon femoral distal augment 15mm - size 6 right, lot code: xnwp, cat #: 5542-a-601, triathlon femoral distal augment 15mm - size 6 left, lot code: xntk.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown insert implant. Additional information has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat #: unk, lot #: unk, description: tibial baseplate; cat #: unk, lot #: unk, description: femoral stem; cat #: unk, lot #: unk, description: femoral component. At this time, it cannot be determined if these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the femoral component, tibial baseplate, ts femoral stem, insert and augments were revised. Patient dislocated knee.